Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. On an unreported date, the patient had constipation which caused peritonitis. The patient was treated with an injection of reflin (500 mg), an injection of amikacin (50 mg), and an injection heparin (1000 iu (all 3 bags)) (routes and frequencies not reported). At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.